Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. It was noted there were two stored episodes. Upon review, both episodes showed that after a premature ventricular contraction (pvc) a true ventricular event was blanked by an atrial paced(ap) beat which was followed by a ventricular pacing which appeared to have induced patient into a ventricular fibrillation (vf) arrhythmia. Further review of one of the ventricular episode showed the vf to have self terminated, however on the second ventricular episode, the device delivered a shock that terminated the vf. Ts provided programming optimization recommendations. At this time, the ICD remains in service. No additional adverse patient effects were reported.